Event description:
The customer reported that unable to get the image to display in 3d on the monitor during a therapeutic laparoscopic nephrectomy procedure involving an olympus video system center. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.